Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial (B)(6); product type: implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: system control 9735820 scu vega s8 svc. H3). No parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the system was unable to connect to a scope. The system read "tracker disconnected" and "data link connected." The representative reseated the connection to the system multiple times with no effect. The lemo connection to the scope was reseated and no effect. The cable was seating in port b. The event took place during pre-op set up.